Event description:
It was reported that the spinal cord stimulation (scs) patient experienced new symptoms of pain, discomfort, anxiety, physical burns and redness over different areas of the body such as the arms and neck. The patient experienced the pain and discomfort periodically when going through an anti-theft detector. These symptoms were attributed to the development of electromagnetic hypersensitivity however, the physician was doubtful that this was device related as the implantable pulse generator (ipg) was working well for the patients targeted neuropathic pain. Nonetheless, in order to reassure the patient, the patient underwent an ipg revision procedure during which the ipg was replaced. The patient has fully recovered postoperatively and the burns have since healed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Device analysis performed on the returned ipg revealed normal device characteristics during visual and functional testing. Additionally, a current leakage test that was performed confirmed there was no electric current loss. A labeling review was conducted which determined that lead breakage, loose connections and electrical issues can result in reduction in pain relief. Additionally, the instructions for use (IFU) states undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose connections or lead failure. Furthermore, the IFU clearly states that patients should not charge while sleeping as the charger may become warm resulting in a burn and persistent pain at the ipg site. These are all known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced new symptoms of pain, discomfort, anxiety, physical burns and redness over different areas of the body such as the arms and neck. The patient experienced the pain and discomfort periodically when going through an anti-theft detector. These symptoms were attributed to the development of electromagnetic hypersensitivity however, the physician was doubtful that this was device related as the implantable pulse generator (ipg) was working well for the patients targeted neuropathic pain. Nonetheless, in order to reassure the patient, the patient underwent an ipg revision procedure during which the ipg was replaced. The patient has fully recovered postoperatively and the burns have since healed.